Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Additionally, customer received a minimum fill notification after loading the cartridge with 280 units of insulin. The customer's blood glucose level was 146-163 mg/dl. Multiple cartridge changes were performed in an attempt to resolve the issue; however, customer was unable to successfully load a new cartridge. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.